Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 34 mg/dl at the time of the incident. The customer had breakfast and shortly after was found incoherent by their spouse and was transported to the hospital on (B)(6) 2015 at 4 pm by paramedics. The customer was hospitalized for unexplained high and low blood glucose. The customer was wearing the insulin pump at the time of the hospitalization. The customer mentioned that they were hospitalized once before for low blood glucose. The customer did not provide information about that hospital visit.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).